Manufacturer narrative:
Reported event ¿tip was broken¿ was confirmed. Examination of the returned item aes-90sn confirms the reported problem. Device was tested with the aes-1 generator and found device could not be recognized by the generator, error code displayed, replace probe. Examination was performed per edge probes. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be user utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stresses. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two devices for this lot number and failure mode. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that theaes-90sn, aes-90sn probe assy,suct,sin, was being used during an arthroscopy procedure on an unknown date when it was reported ¿at the moment, he proceeded to enter through the portal, he took the radiofrequency tip where he did not realize it, even when he proceeded to touch the buttons and press, he felt that the tip was broken, which made it very difficult for him to move the joint, which he proceeded to pass another radio frequency tip.¿. Further assessment questioning found that ¿when the patient's surgery was performed at the time of entering through the portal, he realized that the tip was broken. This detail did not harm the patient in the least but if he had a slight delay in surgery (3 minutes), since the doctor requested change for another (arthroscopic energy probe 90 ° with suction).¿. The procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that theaes-90sn, aes-90sn probe assy,suct,sin, was being used during an arthroscopy procedure on an unknown date when it was reported ¿at the moment, he proceeded to enter through the portal, he took the radiofrequency tip where he did not realize it, even when he proceeded to touch the buttons and press, he felt that the tip was broken, which made it very difficult for him to move the joint, which he proceeded to pass another radio frequency tip.¿. Further assessment questioning found that ¿when the patient's surgery was performed at the time of entering through the portal, he realized that the tip was broken. This detail did not harm the patient in the least but if he had a slight delay in surgery (3 minutes), since the doctor requested change for another (arthroscopic energy probe 90 ° with suction).¿. The procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.